Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to section d for corrected information. Refer to the following fields for updated information: g3, g6, h2, and h10 the fields in section d have been updated to provide corrected product information.

Manufacturer narrative:
The entry guide used during this procedure was disposed of and will not be returned for evaluation. Therefore, the root cause of the customer reported issue cannot be determined. Isi has received the rubber band that was involved with this complaint. Failure analysis identified that the returned item was an o-ring which matches those used as a component of the entry guide. However, the source of the o-ring is unknown. There was no reported issue with the entry guide during the procedure. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, a rubber band fell inside the patient and was retrieved. Although no patient harm occurred, if this were to recur it could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted procedure, a small rubber band was found inside the patient. The customer reported that the rubber band was likely from the monopolar curved scissors (mcs) instrument. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the clinical sales rep on 12/18/2019 and found that the customer now noted that the rubber band came from the entry guide and not the mcs instrument. There was no reported damage to the entry guide. The customer disposed of the entry guide so it will not be returned to isi. The rubber band was retrieved by the surgeon during the same procedure. Isi followed up with the robotics coordinator on 12/20/2019 to confirm that the customer had inspected the cannula, entry guide and all instruments and accessories used during the procedure setup. There was no damage and no fragments found at that point in the procedure. The rubber band was not discovered until mid-procedure. There were no post-operative complications.